Manufacturer narrative:
Corrections in g1 and h3. Additional information in h4 and h6: component, investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed that the final driver had a fractured tip. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that the closure top final driver tip snapped off while final tightening the construct. The surgeon was able to retrieve the fractured piece from within the patient anatomy. An alternative instrument was used to complete the procedure without patient impacts or a surgical delay.

Event description:
It was reported that the closure top final driver tip snapped off while final tightening the construct. The surgeon was able to retrieve the fractured piece from within the patient anatomy. An alternative instrument was used to complete the procedure without patient impacts or a surgical delay.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.